Event description:
As reported, following a delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The balloon was inflated with 80 cc of fluid; however, the balloon did not maintain the liquid, though leaking was not apparent. Hemostasis was achieved with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. As reported, no additional information is available.

Manufacturer narrative:
E1-initial reporter: customer person information was not available. E1 - country: japan. E1 - postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d3 and g1 investigation ¿ evaluation as reported, following a delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The balloon was inflated with 80 cc of fluid; however, the balloon did not maintain the liquid, though leaking was not apparent. Hemostasis was achieved with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. As reported, no additional information is available. Reviews of the complaint history, device history record (DHR), device master record (dmr), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was not completed or search for other complaints from the product lot due to lack of lot information from the user facility. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.